Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient's son contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately high compared to feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's son reported the alleged issue began at an unknown time on (B)(6) 2011. The son informed the cca that the patient manages her diabetes with combinations of oral medication (type and dose not specified) and insulin (novolog 2x daily).the son indicated no action was taken regarding the patient's diabetes regimen at the time the alleged issue began. On (B)(6) 2011 (time not specified), the patient's son claimed that the emergency medical services (ems) was contacted (reasons not specified) and the patient reportedly received food and/or drink as treatment by ems. The patient's son claimed the patient was also tested by the ems meter, but he was not able to specify the result obtained. According to the cca's documentation, a week after the alleged issue began, the patient reportedly developed symptoms of shaking, confusion, and felt faint. However, it is not known, if any, the patient received any treatment after the onset of her reported symptoms. At the time of troubleshooting, the cca noted the son was not able to provide whether the subject meter's unit of measure was set correctly at the time of testing and the son did not have the control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient's son claimed that the patient allegedly developed symptoms suggestive of a serious injury after the reported issue began.